Manufacturer narrative:
Per gfe response it was confirmed that the customer refused service and repair due. No additional details regarding the reported issue and its resolution are available. The device remains at the customer site. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint from the customer on the v60 indicating that there is no back light on display of the device. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer states brightness setting is turned all the way up, still no backlight. The rse informed the customer that the device with serial number currently has 1st gen lcd and needs to be upgraded to 2nd gen for unit to work properly. The customer is requesting a replacement part number to upgrade the device. The rse provided the customer with part number and price to resolve the issue. The investigation is ongoing.